Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device lock-up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device lock-up. A single unit was repaired but no other devices were repaired.

Event description:
It was reported the device depleted within 2 years. It was further reported the patient had a syncopal episode. The device remains in use. No further patient complications have been reported as a result of this event.